Event description:
It was reported that the pt who was having cerebral palsy underwent a spinal procedure to implant the posterior fixation at o-t2. It was recently found that rod broke at both sides c1. Fusion occurred at c3-t2, however, failed at o-c2. The revision procedure was performed approx 7 and a half months post op. The surgeon commented that the pt's involuntary movement associated with cerebral palsy may have caused the fusion failure, leading to the rod breakage. But he also believed that the rod was too thin.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.